Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient has not used her device in 'quite a long time'. Caller states she stopped using the stimulator because it was not helping anymore. Caller states she felt better when the stimulator was off, so she stopped charging it. The patient lost their patient programmer and the ins recharger (insr). The patient further reported that when it was not working, they would get the occasional shock. The patient has not charged the ins in years and the battery is dead. The patient still gets a shock every once in a while. The patient also report that the stimulator turned in her body 6 months after it was implanted and now it sticks out of her back. Because of this it used to take her 12-18 hours to charge the ins. The patient stated she needs an MRI because she tore her acl. The patient spoke with foundation care for replacement. The patient received a loaner recharger from the manufacturer representative (rep) and was at 50%. She would be meeting with manufacturer representative (rep) to clear the power on reset. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2019-aug-16 reporting that the depleted ins and power on reset (por) have been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) 2019-09-06. It was reported the cause of the shocking was unknown. Revision was recommended for the reported that the ins was sticking out and taking 12-18 hours to charge. No further complications were reported/anticipated.